Manufacturer narrative:
The insulin pump passed functional testing and no unexpected alarms were noted during testing. The insulin pump had multiple alarms in alarm history screen due to corrupted history file. The insulin pump was received with minor scratched liquid crystal display window and cracked reservoir tube lip.

Event description:
It was reported the customer was receiving several alarms on their insulin pump. Customer's blood glucose was 250 mg/dl. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.